Manufacturer narrative:
Combination product: yes.

Event description:
Noise can be seen causing inappropriate fast nst detections. The device is programmed to pace and sense unipolar. Full lead evaluation recommended. Lead trends are steady and within normal range. Lead remains implanted.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.